Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation evident to the 16th, 17th, 18th and 19th distal stent wraps with struts bunched, raised and overlapped. There was slight deformation to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. Image review: 2 photographs were received form the account capturing the reported complaint resolute integrity 2.5x26 device. From the photos, stent deformation is visible to some of the mid to proximal stent wraps with bunching and raised struts. This confirms the complaint as stent deformed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use one resolute integrity rx drug eluting stent to treat a lesion located in the cir cumflex and rca. There was no difficulty removing the device from the hoop and no difficulty removing the sheath. The sheath was gripped on the most distal end of the sheath during removal from over the stent. Stent was inspected, no issues noted. Lesion was not p re-dilated. Slight resistance was noted while advancing to the lesion, excessive force was not used. When the physician attempted to direct the stent to the circumflex, the stent flared. The stent and balloon was removed and the physician completed the procedure using a new device. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.